Manufacturer narrative:
The technician found the rocker arm and set screw were missing on the caster. The technician replaced the rocker arm and set screw to repair the bed.

Event description:
Info received indicates when the brake is engaged the left foot and caster will not hold.